Manufacturer narrative:
H3: product analysis of ped-500-16, lotno: b436407. As found condition: the pipeline flex pushwire was returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the pushwire was found to be bent at ~110.5cm from proximal end. In addition, the pushwire was found to be separated/broken proximal to the dps sleeves. The tip coil and dps sleeves were not returned for analysis and the reason was not provided. No damages were found with pads. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. No other anomalies were observed. Testing/analysis: the broken end was sent out for sem (scanning electron microscopy) analysis. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed as the have failure/incomplete open at middle section as the pipeline flex braid was not returned for analysis. However, the pipeline flex was confirmed to have resistance as the pushwire was found to be separated proximal to the dps sleeves, hypotube stretched and pushwire bent. From the damages seen on the pushwire; it is likely high force used during the delivery. Per the sem result, the broken end failed via torsional overload. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that dense mesh stent aneurysm treatment was performed. The stent was anchored and deployed according to the original steps. The opening of the middle section stent was not ideal. Planned to retrieve the part and re-deploy it, but found that it could not be retrieved normally. Therefore, more stent was deployed and pushed and pulled to open the stent. During the operation, the tip end slid down. Since the stent could not be retrieved smoothly, the remaining stent could only be deployed and a new stent was implanted. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The pipeline was used for an approved indication. The patient was undergoing surgery for treatment of a saccular, unruptured left clinoid segment aneurysm with a max diameter of 5mm and a 5.2mm neck diameter. The landing zone was 4.8mm distally and 5mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) normal. Angiographic result post procedure showed no abnormalities in blood vessels.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of migration was "sliding of the stent during pushing and pulling." The pipeline tip end was not able to be implanted at the intended location. The pipeline been placed in a vessel bend when it failed to open. They planned to retrieve the device, but failed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.